Event description:
It was reported that the device was in hwvvi reset upon interrogation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The anomaly observed in the field was confirmed. The device was found in backup vvi and was due to low battery voltage. The device was tested on the bench and in the automated system; no anomalies were found. The device met all of the test specifications. The battery was sent to the manufacturer and no anomaly was detected. The cause of premature battery depletion was undetermined.